Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he thinks that he has over medicated himself with insulin. He had a blood glucose of 406 mg/dl. He gave himself 11 units and thinks that was too much insulin. His current blood glucose is 265 mg/dl. The customer stated that he suspended the pump at 8.5 units but feels as if most of the insulin was active in his body. The customer stated that he has glucose shots to treat with 15 grams of fast acting insulin. At 3:13 am, the customer¿s blood glucose was 233 mg/dl. Troubleshooting was performed and customer stated that he ate a chocolate cookie to keep blood glucose stable and that he took a swallow of the mix berry glucose shot. The insulin pump will not be returning for analysis.